Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, ten (10) companion samples were received for evaluation. The companion samples were evaluated, and it was noted that none confirmed any issues; all the samples were within specification. The reported condition was not verified in the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo set was leaking. This occurred during an unspecified process step in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.